Manufacturer narrative:
The 14 fr introducer was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a patient of unknown age or gender presenting for high rick percutaneous coronary intervention. In preparation to insert an impella cp pump, a 14 fr oscor peel-away sheath was placed. Subsequently, an arterial perforation was discovered. A balloon tamponade was placed and the patient's artery was repaired. The patient's procedure was subsequently carried out without impella support.